Event description:
As reported: dr pulled the catheters from the pt who had a breast augmentation. Both catheters met with some resistance but one came out while the other broke off. Nurse reported that the catheter looked like it was shredded.

Manufacturer narrative:
This product has not been received for eval. If the device is received, a f/u report will be submitted with results of the investigation.